Event description:
It was reported that the patient was frequently charging the ipg for an extended period of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was disposed per facility protocol.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.